Event description:
It was reported the customer received a motor error alarm during a fixed prime. The customer's blood glucose was 226 mg/dl. The customer could not recall any significant events leading to the alarm. The customer stated they were unable to the complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.